Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was above elective replacement indicator (eri) upon receipt. The session record showed that the device had exited shipped setting 17 weeks prior to the analysis date, and the status bar display is consistent with the battery usage after the device exited shipped setting. Further analysis performed showed normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported, the device battery had prematurely depleted. The device was explanted and replaced to resolve the event. The patient was stable.